Event description:
The customer reported that while a nurse was adjusting a monitor on the mounting arm, the monitor came off.

Manufacturer narrative:
The customer reported that while a nurse was adjusting a monitor on the mounting arm, the monitor came off. The nurse unlocked the quick release latch and picked the monitor up off of the mount. There was no report of any serious adverse impact resulting from this incident. The customer stated that the mount and latch were working as designed and was just looking to permanently secure the latch. The reported issue was originally submitted as an enhancement request. A service bulletin on 27 nov 2007 had been initiated to inform users about the quick mount solution. This information was emailed to the customer. No final communication was requested and none is warranted. No further investigation or action is warranted. (B)(4).